Event description:
Product: ciba vision air optix night and day aqua contacts, lot number: 31074785, expiration date: 03/2018. There are six lenses per box and I use the same prescription in both eyes. On (B)(6) 2013, I used two lenses from this new box of contacts upon waking. I noticed eye irritation by noon. At 2:00pm, I started having significant redness and discharge in both eyes. I removed the contacts and used saline to rinse my eyes, but did not get much relief. By 6:00pm that evening, my condition worsened. My eyes were extremely red, my eyelids were swollen and red and I experienced a lot of severe pain. I called the doctor immediately and was prescribed antibiotic eye drops. It took 3 days on antibiotics before I saw an improvement. Eventually, my eyes got better after a full course of antibiotics. After 10 days, I threw out my contact solution, saline, and contact case and started fresh. I put in a fresh pair of contacts from the same box upon waking. Again, I began experiencing discomfort in my eyes. I removed the contacts after about 4 hours and was still feeling irritation, by the evening my eyes started turning red and developing a discharge, but not as bad as the first incident. I believe this is because I removed the contacts sooner. I had some medicine left from my first round of antibiotics so I began using it so my condition would not worsen. I called the doctor and got an appointment for the next morning. He prescribed a different antibiotic for me. I thought maybe my makeup was the problem, so I got new makeup brushes, but I refrained from wearing any makeup anyway (I had not been using any makeup since the first incident). I thought that I would also refrain from trying to wear contacts until january (more than 4 weeks after I completed my new course of antibiotics). On (B)(6), I used the last pair of contacts from the box. I opened fresh containers of contact solution and saline and got a new contact case. Again, my eyes were feeling discomfort. I removed the contacts after a few hours of wear and began again to experience the same symptoms and had to go on antibiotics again. Based on my experience, I am confident that the contact lenses were somehow defective. I have been wearing this brand of contacts for 7 years and never experienced any problems at all. I do not wear my contacts to sleep, but remove and disinfect them every evening before bed.